Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered a prompt appeared on the energy shield monitor (esm) indicating the energy cable needed to be replaced whenever any instrument was connected. The customer stated they had already replaced the energy cable with a new one and swapped the instrument, but the message persisted. Tse then attempted to review system logs, but remote connectivity/log access was not available. A hard power cycle of the tower was performed twice, and the issue still remained. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced energy shield monitor (esm) to resolve the issue. The system was verified and ready to use. Isi has not received the esm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.